Event description:
Related manufacturer reference number: 2017865-2023-05112. It was reported that the patient presented in hospital after admission for infection after knee replacement. Vegetation was noted on the patients leads. It was a systemic infection originating with knee replacement. The right ventricle lead and left ventricle lead were explanted. Patient was stable.

Manufacturer narrative:
The reported event of infection was not confirmed. The analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.